Manufacturer narrative:
H.6. Investigation: it was performed DHR evaluation and no occurrences potentially related to the defect was observed. The image provided was analyzed and it was possible to observe barrel damaged. This damaged caused the observed leakage. The possible cause for this is a failure at syringe assembly station with caused the damage. To define and manage actions to correct the incident, the CAPA 1035416 was opened. Some actions performed: perform synchronism adjustment on the transfer disk; create a poka yoke to ensure staying in the correct position. Design new top disc guide after leak test make top disc guide after leak test design new bottom disc with accepted angle for cylinder entry make lower disc with accepted angle for cylinder entry the incident identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that an unspecified number of syringes 5ml ll bns experienced leakage past the stopper during use. The following information was provided by the initial reporter: customer indicates that when using the syringes, the liquid filters and passes through the side of the plunger, leaving the back of the syringe. Additional information: the body of the syringe (plastic part) is deformed, it is inflated at the top. The stopper is in good condition, with the naked eye no problem is observed.

Manufacturer narrative:
The following information has been updated: b.5. Describe event or problem: it was reported that an unspecified number of syringes 5ml ll bns experienced leakage past the stopper during use. The following information was provided by the initial reporter: customer indicates that when using the syringes, the liquid filters and passes through the side of the plunger, leaving the back of the syringe. Additional information: the body of the syringe (plastic part) is deformed, it is inflated at the top. The stopper is in good condition, with the naked eye no problem is observed. F.10 device codes: 1354, 1069.

Event description:
It was reported that an unspecified number of syringes 5ml ll bns experienced leakage past the stopper during use. The following information was provided by the initial reporter: customer indicates that when using the syringes, the liquid filters and passes through the side of the plunger, leaving the back of the syringe. Additional information: the body of the syringe (plastic part) is deformed, it is inflated at the top. The stopper is in good condition, with the naked eye no problem is observed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of syringes 5ml ll bns experienced leakage past the stopper during use. The following information was provided by the initial reporter: customer indicates that when using the syringes, the liquid filters and passes through the side of the plunger, leaving the back of the syringe.